Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to cuts being observed in the forceps wire. In addition, the tip cover was not watertight. The air/water nozzle was deformed. The illumination lens was cracked. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The insertion tube, tip cover, operation part, forceps lever, switch box, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob, grip, universal cord, protector of universal cord on control section side, scope connector and right/left angle fixing knob was scratched. The watertightness of curved rubber was not maintained. The curved rubber adhesive part was missing. The operation part was discolored. The suction cylinder was scraped. The float of the operation part cover mahan was recognized. The forceps plug cap was scraped off. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera duodenovideoscope forceps elevator wire was broken. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the lighting lens was peeling off. There was a gap in the glued end and dirt entered the lens through the gap. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, and handling. Olympus will continue to monitor field performance for this device.